Event description:
The patient saw a company representative, ¿ he was fixing my stimulator.¿ patient stated ¿I think I may have broken a lead wire.¿ the patient thought she was lifting something she shouldn¿t have been lifting. This occurred ¿a couple months ago.¿ a company representative gave the patient a few things to try and if that didn¿t work to call him back. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).